Event description:
The events were reported as "hashimoto's autoimmune thyroid disease and celiac disease."

Manufacturer narrative:
Our labeling refers to connective tissue and auto-immune disorders as follows: connective tissue disease. "Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatioid arthritis, was raised because of cases reported in literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants."